Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the circumflex artery, which was accessed using an ebu catheter. The physician advanced a csi viperwire guide wire through the catheter and across the lesion. The csi oad was then loaded onto the wire and advanced to the site of treatment. Three runs at low speed and one run at high speed were performed with no issues. Post-atherectomy angiography revealed a perforation. The physician resolved the perforation via balloon tamponade and stent deployment. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.